Event description:
Caller reported a malfunction on the pump resulting in the customer's blood glucose level exceeding 500 mg/dl, with the value displayed as "high." At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.